Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C91763) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "essure tubal sterilization and hydro thermoablation". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury related to essure"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), nervous system disorder ("nuero condit/problem"), weight fluctuation ("weight gain / weight loss"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), mood swings ("mood swings") and depression ("depression"). The patient was treated with surgery ({hysterectomy (full), salpingectomy (bilateral)}). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, heavy menstrual bleeding, psychological trauma, vaginal infection, vaginal discharge, alopecia, nervous system disorder, weight fluctuation, abdominal distension, memory impairment, mood swings and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, dyspareunia, heavy menstrual bleeding, memory impairment, mood swings, nervous system disorder, pelvic pain, psychological trauma, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: essure insertion date provided in current fu pfs (B)(6) 2014 received treatment for pelvic/abdominal, back, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury related to essure, lot number: c91763 manufacture date: 2014-08 expiration date: 2017-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C91763) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "essure tubal sterilization and hydro thermoablation". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury related to essure"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), nervous system disorder ("nuero condit/problem"), weight fluctuation ("weight gain / weight loss"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), mood swings ("mood swings") and depression ("depression"). The patient was treated with surgery ({hysterectomy (full), salpingectomy (bilateral)}). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, heavy menstrual bleeding, psychological trauma, vaginal infection, vaginal discharge, alopecia, nervous system disorder, weight fluctuation, abdominal distension, memory impairment, mood swings and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, dyspareunia, heavy menstrual bleeding, memory impairment, mood swings, nervous system disorder, pelvic pain, psychological trauma, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: essure insertion date provided in current fu pfs (B)(6) 2014 received treatment for pelvic/abdominal, back, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury related to essure, most recent follow-up information incorporated above includes: on 23-apr-2021: mr received: lot number, reporter information and event: medical device monitoring error were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury related to essure"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), nervous system disorder ("nuero condit/problem"), weight fluctuation ("weight gain / weight loss"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), mood swings ("mood swings") and depression ("depression"). The patient was treated with surgery ({hysterectomy (full), salpingectomy (bilateral)}). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, psychological trauma, vaginal infection, vaginal discharge, alopecia, nervous system disorder, weight fluctuation, abdominal distension, memory impairment, mood swings and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, dyspareunia, memory impairment, menorrhagia, mood swings, nervous system disorder, pelvic pain, psychological trauma, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: essure insertion date provided in current fu pfs (B)(6) 2014 received treatment for pelvic/abdominal, back, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury related to essure, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received: new events added-pelvic pain, abdominal, back, dyspareunia (painful sexual intercourse) ,menorrhagia (heavy menstrual bleeding), psych injury related to essure, vaginal infection, vaginal discharge, hair loss, neurological disorder, weight gain, weight loss, bloating, forgetfulness, mood swings, depression, she did not undergo essure confirmation test", patient demographic added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.